Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the stylet missing from the handle. The handle was in one piece and did not exhibit any device separation issues. Should we receive additional information a supplemental will be filed at that time.

Manufacturer narrative:
Evaluation summary: one dsc-22-01 was received for evaluation and investigated visually for external damage. The reported condition was not confirmed. The received handle was in one piece and did not exhibit any device separation issues. Per the condition in which the device was received, the handle functioned normally and within specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the same case, two handles broke apart during actuation. The device was used on a patient but there was no patient harm or user harm. No other known adverse events were reported.